Event description:
Patient reported that she received 2 burns on her back where the electrodes were placed.

Manufacturer narrative:
Investigation: the patient states that they received an adverse reaction to the skin where the electrodes were placed. DHR review revealed that the unit was manufactured by zynex on (B)(4) 2012, with no issues. Unit passed zynex final testing with no issues. Mode tens, hmd; timer: 60 min., data: 833 mins,; 14 times. Unit tested by (B)(6), manufacturing technician, on (B)(4) 2012. He tested the unit as received from the sales representative with the lead wires returned with the unit. He found that the unit passed all tests, no problem could be found with the unit, other than the crack in the lcd which hindered some of the characters on the display. The electrodes were not returned with the unit. Conclusion: we could not confirm the problem described by the patient. Corrective action: none required. See scanned pages.